Event description:
It was reported that the atrial lead exhibited noise via a remote transmission. The patient was brought into the clinic and the noise could not be reproduced with isometrics or pocket manipulation. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.